Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to the poor device performance with no auditory percept. Subsequently, the patient was reimplanted with another cochlear device during the same surgery.